Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant has reported that a female pt underwent therapeutic ercp with placement of a biliary wallstent. The rx wallstent biliary endoprosthesis was advanced over the guide wire and deployed. The stent did not fully expand upon deployment due to the significant stenosis. The inner catheter of the delivery system detached and became lodged within the stenotic area of the ductus hepatious and papilla. The clinician was not able to remove the detached component. The clinician then implanted a second stent within the left duct without issue.